Event description:
It was reported that a patient with a 23mm 11060a valve, implanted in aortic position, underwent a valve-in-valve procedure after an implant duration of 3 years and 9 months due to unknown reason. The valve was replaced with a 20mm 9750tfx transcatheter valve. The patient left the procedure in a stable condition.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, b7, g3, h3, h6 (health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions). Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including acute kidney injury on ckd. The subject device is not available for evaluation as it remains implanted in the patient. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section d4 (expiration date), h4.

Event description:
It was reported and learned medical records that, a patient with a 23mm 11060a konect resilia aortic valved conduit, implanted in aortic position, underwent a valve-in-valve procedure after an implant duration of 3 years and 9 months due to severe regurgitation. The patient presented with symptoms of heart failure - shortness of breath. The valve was replaced with a 20mm 9750tfx transcatheter valve successfully with no issues. The patient left the procedure in a stable condition. Per medical records, the patient presented with symptoms of heart failure. Tte demonstrated severe bioprosthetic aortic valve regurgitation. The patient underwent transcarotid tavr and 20mm 9750tfx was deployed successfully. The patient tolerated the procedure well and was taken cath lab recovery unit in stable condition.